Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm when attempting to deliver a bolus. The customer declined to perform troubleshooting with tandem technical support to determine a possible cause of the occlusion. The customer's blood glucose level was 165 mg/dl.